Event description:
Unable to walk [abasia]. Large joint effusion in the right knee/repeatedly draw off fluid from right knee [joint effusion]. Swelling/right knee triple in size [joint swelling]. Right knee pain [arthralgia]. Case description: a spontaneous report was received initially on 27-oct-2009 from an hcp regarding a (B)(6) female pt with a history of osteoarthritis of the knee, (B)(6). The pt experienced a large effusion on the right knee/fluid was repeatedly drawn from the right knee; swelling/right knee triple in size; right knee pain; and was unable to walk after receiving synvisc-one. On 27-oct-2009, an initial report was received from the hcp who administered the synvisc-one injection in the pt's right knee. The pt received an injection of synvisc-one into her right knee on (B)(6)-2009. The hcp reported that the pt experienced a large joint effusion in the right knee after receiving the synvisc-one injection. The effusion was aspirated on (B)(6)-2009 and that the aspiration had improved at the time. On 02-nov-2009, additional info was received from the pt wherein she reported that her right knee had swollen and was triple in size causing her to be unable to walk, she was having right knee pain and that the physician had to repeatedly draw off fluid from the right knee since she had received synvisc-one. The pt reports that she was unable to walk on her vacation because of the synvisc-one injection. The pt also stated that she received a cortisone injection after she received the synvisc-one in her right knee to relieve her right knee pain. According to the pt, she had received synvisc in both the knees in (B)(6) of 2008 and it had provided her with one year of knee pain relief in both knees. At the time of this report, the outcome of the pt was unk. MFR's comment: the benefit-risk relationship of synvisc one is not affected by this report.